Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. The following attributes were considered during analysis: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 4mm distal from the proximal markerband . An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion area was located in a severely tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for endovascular treatment. However, at first inflation at 6 atm for 3 seconds, the balloon ruptured. The device was removed without any problems. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.